Event description:
Rep reports that the valve detached from the siphon guard. Patient leaked csf. Patient was brought back in for second surgery. Rep was there for surgery. Rep knows for a fact that the device did not come in contact with a sharp instrument.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.